Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly and motor.

Event description:
The customer called to report that there is moisture underneath the screen, due to wearing the insulin pump close to her skin and perspiring during the night. The customer also stated that the screen goes blank when she presses the act button. Advised that the insulin pump will be replaced. Nothing further was reported.